Event description:
It was reported patient lost effective stimulation due to high impedances. Patient also experienced pain at the ipg site. As a result, surgical intervention was undertaken during which the entire system was explanted and replaced to address the issues. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.